Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, the indicator wheel was found to be misassembled causing the orange indicator to not be visible after the 13th firing sequence.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, the device was used on the blood vessel. The doctor checked the indicator was white and the clips remained in the device. However, a crashing sound was heard at firing and the trigger was broken. The target tissue was not damaged. Another device was used to complete the case. There were no adverse consequences for the patient. It was not the first time event and the doctor explained the same event before.